Event description:
Caller states the pt tested 4.7 inr and 4.9 inr on the coaguchek xs system while a comparison lab returned as 2.43 inr. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.